Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that one of the kit components was already selected. A technical support specialist informed the customer, that if a kit contains more than four items, the user might require to refine the search to avoid pages not appearing in the kit search, and that searching with the specific medication identity would prevent potential search issues. Tss then dialed into the station while the customer performed a kit override. The customer successfully completed the kit override. The system functioned as intended after the technical support specialist had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when the user attempted to remove the ceftriaxone 250mg, 500mg, 1g, and 2g kits, the device indicated that some kit items were not available, even though they were loaded in the machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.